Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. A test electrode was fully inserted into the lead barrel without any difficulties. The setscrew was verified to hold the terminal pin in place when tightened down. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. No noise was observed in any vectors during testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because the conclusion code and the patient code were updated. It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. The patient was seen in the clinic for troubleshooting. No noise could be produced with patient movements, isometrics, and posture changes. X-rays were performed showing good system placement. Technical services reviewed the device data and episodes. The noise was non-cardiac in appearance and a high resolution x-ray was recommended to evaluate the terminal pin to device connection. Additional efforts to recreate noise, such as pocket manipulation and tapping on the sense b node were suggested. It was noted that the first inappropriate shock was delivered in the alternate vector and a second inappropriate shock was delivered nine days later while programmed in the primary vector. Technical services discussed that the secondary vector does not include the sense b node; however, the r-wave amplitudes in secondary were less than 1mv and may not be suitable. A system revision was being considered. The device and electrode were explanted the following day and replaced with a transvenous ICD system. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. A test electrode was fully inserted into the lead barrel without any difficulties. The setscrew was verified to hold the terminal pin in place when tightened down. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. No noise was observed in any vectors during testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock. The patient was seen in the clinic for troubleshooting. No noise could be produced with patient movements, isometrics, and posture changes. X-rays were performed showing good system placement. Technical services reviewed the device data and episodes. The noise was non-cardiac in appearance and a high resolution x-ray was recommended to evaluate the terminal pin to device connection. Additional efforts to recreate noise, such as pocket manipulation and tapping on the sense b node were suggested. It was noted that the first inappropriate shock was delivered in the alternate vector and a second inappropriate shock was delivered nine days later while programmed in the primary vector. Technical services discussed that the secondary vector does not include the sense b node; however, the r-wave amplitudes in secondary were less than 1mv and may not be suitable. A system revision was being considered. The device and electrode were explanted the following day and replaced with a transvenous ICD system. No adverse patient effects were reported.